Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inapropriate shock, resulting in an accelerated rhythm. The ventricular tachycardia (vt) rate cutoff (rco) had been programmed to 190 bpm. This young patient, however, was able to exercise to a heart rate of 190. Upon achieving this, the shock was delivered. Review of the episode history demonstrated that the sustained rate duration (srd) had not timed out, as programmed, which resulted in the shock.